Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication dosage was mismatch. A technical support specialist (tss) reviewed this case and found that the only viable method to trace the issue is by reviewing the message sent to pyxis, as pyxis is fully dependent on the data received from the pis/adt systems. From the screenshot, the tss traced the order ID, which belongs to a patient listed as ¿unknown cleveland¿; however, the associated patient ID no longer exists in the server database. Validation checks using multiple discharged patients confirmed that the server is functioning correctly, as their records were retrieved without issues. Additional reports including the all-devices events report also returned no data for the sample patient, making further investigation impossible without additional identifiers. As a reminder, pyxis does not modify dosage information; all displayed values rely solely on incoming updates from the pis/adt systems. The tss explained the findings to the customer and there was no response received from the customer. Therefore, tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication order initially crossed to the medstation with an incorrect dose of 0.5 mg per hour IV and could not be dispensed. It later changed to the correct dose of 100 ml IV. Epic confirmed that no changes were made to the order, and the cause of the dose change was unknown. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication order initially crossed to the medstation with an incorrect dose of 0.5 mg per hour IV and could not be dispensed. It later changed to the correct dose of 100 ml IV. Epic confirmed that no changes were made to the order, and the cause of the dose change was unknown. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.